Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 507 mg/dl. A correction bolus via the pump was delivered to address bg. A system check was performed and air bubbles were observed within the infusion set tubing. Reportedly, the air bubbles were successfully primed out to address the issue and insulin delivery was resumed.